Manufacturer narrative:
The reported event could be confirmed. The returned device was inspected by the manufacturing team, no abnormalities were noticed during the manufacturing process. Therefore, the device broke when subjected to high forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the application of large forces on the device. If any further information is provided, the complaint report will be updated.

Event description:
In reporting the fact that a hoffmann lrf foot arch came apart where the carbon fiber meets the metal on (B)(6) 2020, the surgeon reported the same problem happened with the same patient one week previously.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
In reporting the fact that a hoffmann lrf foot arch came apart where the carbon fiber meets the metal on (B)(6) 2020, the surgeon reported the same problem happened with the same patient one week previously.